Event description:
It was reported by dealer this is the 4th time this joystick has had to be replaced in the last year. On ra #861014087 on (B)(6) 2013, ra #861014087 on (B)(6) 2013, and ra #561095430 on (B)(6) 2013. The joystick went out again in (B)(6) of this year and dealer replaced the overlay out of his stock. It lasted 2 months and is now having a problem again. The dealer states that it is getting a 7 flash error code which is the same as the other times. The dealer spoke with our technician and was told the joystick needs to be replaced. We will replace the joystick under warranty due to the problem history.